Manufacturer narrative:
Age at the of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as 2134265-2015-08809 and 2134265-2015-08793. It was reported the there was an issue with pullback. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system in conjunction with an opticross¿ imaging catheter and bsc sled were selected for treatment. The system froze while an automatic pullback was conducted. Furthermore, error messages of an "imaging stopped due to mdu overload [226]" and "restart ilab system and try again. If problem persists, change the mdu or contact cs. [125]" were shown. The system was then restarted; however, the issues still occurred for three times. After multiple attempts of resolving the issue, the system was no longer functional. The procedure was not completed due to this event. No patient complications were reported and the patient's status is stable.